Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4).

Event description:
Serious injury. Operating room 12 vga signal to all monitors are intermittent. Doc alleges pt had stroke due to stryker equipment malfunction.